Event description:
It was reported a patient's atrial lead presented with low pacing impedance. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Medwatch report number: mw5147449.